Event description:
(B)(4) of depuy spine (a competitor) contacted (B)(4) on (B)(6)2014 to request a cervical removal tool. He stated he has a "broken screw removal". He then refused to give any info about the pt, initial or removal surgeries, or events reading up to revision.